Event description:
It was reported that the patient experienced fatigue. The device was unable to be interrogated. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Event description:
Additional information was received indicating the physician suspects the fatigue was due to loss of pacing on the device. Additionally, there was no magnet response. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.